Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending coronary artery with mild calcification and moderate tortuosity. During use, the ht balance middleweight universal ii guide wire became stuck inside the lumen of an unspecified balloon delivery system. Therefore, both devices were removed together without any issue. A non-abbott guide wire was then used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed MDR report: the guide wire and the unspecified balloon delivery system were removed together. Outside the patient anatomy, a guide wire separation occurred. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to remove could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire encountered resistance with the guide catheter during removal. Analysis of the returned guide wire noted multiple bends on the core and damage to the coils. It is likely that the guide wire sustained damage during use. Damage to the guide wire¿s core and coils would impact its maneuverability, likely contributing to the reported difficulty during removal. Additionally, it was reported that the guide wire separated outside of the anatomy, likely dur to handling. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.